Event description:
Reporter indicated that patient was seen by physician on 04/2002 complaining of chest sensations felt ever since pt fell forward on their chest. The patient did not feel simulation in their throat anymore and reportedly had a decrease in seizure control. The patient was hospitalized during the week of 06/2002 because of seizures. Lead test resulted in high lead impedance reading (dc-dc code 7 and high), indicating possible device malfunction. Physician decreased the device output current from 3.0ma (what the patient has always been set to) to 2.5ma and also reduced the duty cycle to 30 seconds on and 5 minutes off to decrease the sensation in the chest. On 06-2002, the site performed evoke potential monitoring and determined that there is no output from the generator. The patient's ncp system was explanted.